Event description:
Subsequent to the initial MDR, a correction is required. It was reported that no vibration occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5104943.

Event description:
Subsequent to the initial MDR, a voluntary medwatch report was received on 11/16/2021.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.